Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the test, no microbe was detected from samples taken from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the sample collected from all channels of the subject device tested positive for pseudomonas aeruginosa, staphylococcus hominis and stenotrophomonas maltophilia ( 10 cfu / endoscope). The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".